Event description:
It was reported that device had a power on reset. It was also noted that the device is approaching elective replacement indicator (eri). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset for write to locked random access memory with ecc-lead integrity alert conflict, addr=67c3, data=7f on (B)(4) 2012. There was one patient alert for device circuit error on (B)(4) 2012.